Event description:
It was reported the customer's buttons were sticking on their insulin pump. Customer's blood glucose was unknown. Customer stated they may have exposed their insulin pump to moisture from sweat. The customer was advised to disconnect from the insulin pump and revert to a backup plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The esc button did not respond due to moisture damage on keypad trace. No moisture damage on electronics noted. The device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.